Manufacturer narrative:
Analysis of data provided by the customer indicates that the event was caused by a rare sequence of event. A similar event had been reported by the customer on (B)(6) 2013. Please see medwatch #2122870-2013-00125 for the report of the event which occurred on (B)(6) 2013. Evaluation through data analysis.

Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) result of 0.091 ng/l within the risk stratification range involving an access 2 immunoassay analyzer portion of a unicel dxc 600i synchron access clinical system. The sample was repeated on the original dxc 600i analyzer and results of 0.037 ug/l and 0.012 ug/l were obtained. Repeated result of 0.012 ug/l was reported out of the laboratory. There was no report of injury or death and no change to patient treatment in connection with this event. The customer indicated that the sample was repeated as the initial 0.091 ug/l result was immediately preceeded by an undiluted neat sample which was eventually estimated at 3108 ug/l (extremely high troponin sample) from a 1:40 dilution. The customer indicated that this extremely high sample result was obtained from the same patient which recovered the same high result mentioned in medwatch #2122670-2013-00125. The sample was collected in a greiner serum tube and centrifuged at 3000 x g for 10 minutes in 20 °c temperature. The customer noted that the sample was 1/3 full and slightly hemolyzed. Quality controls (qc) before and after the event were within specifications and a system check on (B)(6) passed all requirements. Internal testing shows that to determine an accurate estimate of accutni carryover from a high sample directly into the subsequent sample, the high sample should not read over 30 million rlu (relative light unit) at which point the luminometer response becomes largely non-linear. Instrument printouts provided by the customer indicate that the preceding "high sample" read 54 million rlu. Beckman coulter issued a letter to the customer stating that extremely high troponin samples are very rarely obtained from myocardial infarction (mi) patients. Beckman coulter customer data indicates 99.5% of accutni samples analyzed are below 61 ng/ml and 90% are 1.6 ng/ml or below. Assuming the correct value of the sample was 0.012 ug/l and the preceeding "high sample" was 3108 ug/l, the percent carryover is calculated at 0.0025%.